Manufacturer narrative:
Pr (B)(4) initial & final emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown, batch no: unknown. It was reported that the patient's catheter was replaced due to an unspecified issue. Event description per email states: please open a complaint based on the verbatim below. Spoke with patient's daughter in relation to an existing complaint for the bottles pr (B)(4) and was informed the patient's catheter was replaced. Product details will be unknown. No further follow up is required. Product: unknown pleurx catheter. Lot: unknown. Verbatim: (B)(6) 2020: spoke with patients daughter. She states that four bottles would not drain, opened a fifth bottle and completed drain successfully, no patient harm. Inquired about catheter replacement. Patient was recently seen in hospital to replace catheter located on l side, lung drain. The physician indicated there was an issue with the position of the drain that likely was related to other issues with draining fluid. She states she had already provided information in relation to this and was not going to provide any further details and ended call. Complaint details forwarded to intake to capture catheter replacement.